Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-8973r-38-130 arthrex® fibulock® nail failed to advance. This occurred during an ankle fracture on (B)(6) 2025 when the deployment tool was unable to advance. The case continued using another ar-8973r-38-130 arthrex® fibulock® nail. There was a 30-second delay where no additional anesthesia was administered. There was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure¿where the nail did not advance during an ankle fracture procedure¿appears to be misalignment during insertion. This may have led to prying or leveraging of the device, resulting in damage that prevented proper advancement.